Event description:
The customer's mother reported that her son was hospitalized for diabetic ketoacidosis with a blood glucose reading of 374mg/dl. Prior to the event, the customer went to school and his blood glucose levels kept elevating. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.